Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #1475001080, 510k # k091974 , UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent replacement of transpedicular stabilization system due to tuberculous spondylitis at th12-l1. Post-op, the implanted rod broke and the patient had to undergone revision surgery for the removal of broken rod. Patient suffered with pain as a result of this event.